Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical tests, x-ray examination and visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited failure to capture. The lead was not used and the patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.